Event description:
Manufacture was informed the event through device tracking database. Based on the information received from patient implant form, a perceval valve size 27 was implanted in the patient on (B)(6) 2020. Reportedly, patient passed away on (B)(6) 2020. No further information available at this time.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the information available, the definitive root cause of the reported event cannot be established, however, from the document review performed, no manufacturing deficiencies were noted. It is possible that the cause of the death was related to the patient's clinical history and risk factors, but it cannot ultimately be confirmed.

Event description:
Manufacture was informed the event through device tracking database. Based on the information received from patient implant form, a perceval valve size 27 was implanted in the patient on (B)(6) 2020. Reportedly, patient passed away on (B)(6) 2020. Based on the further information received, the soft, pliable annulus was sized to perceval xl. Reportedly, the valve was deployed well in excellent location. Reportedly, the valve showed excellent function with echo and procedure was completed with no issue. Based on the information available, prior to the surgery patient was diagnosed with myocardial infarction, abnormal EKG, acute urinary retention, and etc. Patient also had a heart block with pacer.